Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter damage occurred. During mapping with the intellamap orion¿ catheter the physician was having tracking issues and the catheter completely disappeared with certain deployment. The catheter was removed and noted that at the basket site the catheter was broken and seemed a wire came out. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - the unit returned has distal end damage, as part of overall visual revision. The device has the sensor support kinked in two locations. The electrical test was not performed due to the condition of the sensor support (sensor support kinked). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that catheter damage occurred. During mapping with the intellamap orion catheter the physician was having tracking issues and the catheter completely disappeared with certain deployment. The catheter was removed and noted that at the basket site the catheter was broken and seemed a wire came out. No patient complications were reported.